Event description:
It was reported that the plastic anterior sleeve broke while impacting the femoral implant. Didn¿t cause a delay or affect surgery in anyway.

Manufacturer narrative:
The associated complaint device was not returned to be evaluated. A review of complaint history revealed no prior complaints for the listed lot. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.